Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 235 to 600 mg/dl. Cause was not known. Reportedly, the customer administered a manual injection to address elevated bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.